Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had large amount of air bubbles. The customer reported that they had issues with infusion set and reservoir that did not deliver insulin. The customer's blood glucose was 255 mg/dl at the time of incident. The customer stated that there were no air bubbles at the time of call and was unable to troubleshoot. The reservoir will not be returned for analysis.